Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported insulin leakage inside the ilet cartridge chamber. The user reported attempting multiple supply changes but continued to observe the issue. Support provided troubleshooting guidance and attempted follow-up; no further response was received from the user. There were no reports of blood glucose being affected.